Event description:
Pt experienced "redman syndrome" while infusing 1.7 gm vancomycin in 200ml ns. The infusion time was reported to be 1.5 hrs instead of an anticipated 2 hrs. The pt rn subsequently activated the slide clamp to slow the infusion time.